Manufacturer narrative:
The insulin pump had motor error alarmed during basic occlusion test due to faulty force sensor resistor. Basic occlusion, occlusion, prime, and the excessive no delivery tests weren't performed due to motor error alarm. The motor was tested outside of the device and it passed the motor test. The device had cracked case at display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, and broken battery tube threads.

Event description:
Customer reported via phone call, the insulin pump was alarmed motor error during bolus. Customer's blood glucose was 273 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI or strong magnetic field. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. Customer agreed to return the device for further analysis.